Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage on the keypad traces. The device was unable to perform the displacement test due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump had button error alarm and battery out limit alarm. Customer's blood glucose reading was 450 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised they were unable to clear the battery out limit alarm as a result of keypad unresponsiveness. Customer replaced the battery on the device and received a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.